Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the liquid crystal display board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer's father was reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was 241 mg/dl at the time of incident. Customer stated that there was fluid in the battery compartment. Customer "state" that the insulin pump had multiple pump error "alarm". Customer was able to rewind. The product will be returned for analysis.